Manufacturer narrative:
Device was used for treatment, not diagnosis. Wong, e. And lee, e. (2006). Percutaneous plating of lower limb long bone fractures. Injury, int. J. Care injured, 37, 543-553. This report is for an unknown lateral tibial head buttress plate /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, wong, e. And lee, e. (2006). Percutaneous plating of lower limb long bone fractures. Injury, int. J. Care injured, 37, 543-553. The authors conducted a study on indirect reduction and percutaneous plating in the treatment of 22 cases of non-diaphyseal fractures of long bones of the lower limb mainly using the synthes device, the lateral tibial head buttress plate. From june 2001 to september 2004, eleven men and eleven women, mean age 50.3 years, range 18-88 years, were treated. Post-operatively, patients received exercise instruction and underwent radiographs at four to six weekly intervals, and every three months until the fracture united. Duration of follow-up was from ten to 37 months. Results included: case (B)(6) female with cancer of the uterus underwent revision for valgus malalignment. Case (B)(6) male experienced two centimeter leg shortening. Two patients complained of mild ankle skin impingement sensation. This is report 3 of 3 for (B)(4). This report is for an unknown lateral tibial head buttress plate and refers to the serious injury of impingement.